Manufacturer narrative:
In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing.

Event description:
Device 2 of 3. Reference MFR report: 3008829311-2017-00709; reference MFR report: 3008829311-2017-00711. It was reported that patient's leads had migrated out of position. As a result, surgical intervention was undertaken on (B)(6) 2017 wherein the leads were replaced with a different model.